Event description:
It was reported that the lead exhibited incorrect sensing causing the patient to receive inappropriate shocks. The lead was fractured, it was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found the returned lead portion exhibited normal electrical characteristics.